Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to confirm or determine root cause for the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: unspecified. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 600 mg/dl between 49 and 71 hours of wearing the pod. On (B)(6) 2025, the patient collapsed due to the high bg level, and insulin was found to be leaking at the pod site on the abdomen. The patient¿s symptoms included unconsciousness, thirst, tiredness, paleness, sweating, abdominal pain, and dizziness. The patient¿s mother reported that the bg was high the day prior because they had run out of the dexcom sensors and they were operating the pump in manual mode, which they expressed not being comfortable with. The patient went to the hospital where they were treated with insulin pens, vital signs were checked, and blood and urine tests were performed. The patient¿s mother removed the pod while at the hospital, and the medical staff applied a new pod. The patient had not received a diagnosis and was discharged on (B)(6) 2025.